Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic, post-paced t-wave oversensing was observed. Patient was asymptomatic. No other anomalies were reported. Programming changes were made which resolved the oversensing issue. Patient will continue to followed normal.